Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted there was obviously a lot of unincorporated mesh at this time. There were several loops of bowel adherent to the mesh and enterocutaneous fistula due to intra-abdominal mesh. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, d3, g1.

Manufacturer narrative:
Date sent to the FDA: 3/2/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.